Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The device was returned with the handle between the open and closed positions. The basket formation is retracted into the basket sheath. The collet knob is tight and secure. The male luer lock adapter (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 2.5 cm. A visual examination noted the support sheath is completely severed at the nose of the mlla. There is 3.5 cm of the coil assembly exposed above the mlla. The basket sheath is separated at the nose of the mlla. The basket assembly is bent at the distal end of the cannulated handle. The basket sheath is severely kinked 1.2 cm from the distal tip of the basket sheath. The handle does not actuate the basket formation. A review of the device history record found there were no non-conformances related to the reported failure. A review of complaint history records revealed no other complaint has been reported for lot number 9045672. As found in the instructions for use (IFU): precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging. The IFU contains cautions about manipulating the device to prevent damage. The complaint device was found to have a basket that was closed and could not be opened due to sheath damage. The sheath was damaged and separated at the handle, preventing the basket from functioning. There was also a kink in the sheath near the distal tip. The condition of the returned device makes it possible that it was inadvertently damaged during unpacking / handling. Since no information related to product handling is available, the definitive cause could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, when the physician opened the package of the ncircle tipless stone extractor, he confirmed a kink in the purple sheath (support tube). The basket would not open/close due to the kink, so another ntse-015115 was used instead. Issue was discovered prior to patient contact. No adverse events have been reported as a result of the alleged malfunction.